Event description:
It was reported that during a selenia dimensions procedure the c-arm continued to rotated after the button had been released. A field engineer examined the equipment and determined that the c-arm button was sticking for which it was replaced and the symptoms disappeared. The system met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was performed: on (B)(6) 2024, the customer reported that the c-arm was continuing to rotate after the switch was released. The field engineer (fe) was dispatched to the customer site and found the c-arm rotation button was sticking. The fe replaced the control insert switches to resolve the issue. No patient or user injury was reported. The fe returned to the customer site and found the rotary switch was sticking. The fe replaced the rotary switch to resolve the issue. The control insert switches and rotary switch were not returned for further investigation. The control inserts were 2,039 days old at the time of replacement and the rotary switch was 584 days old. Further investigation could not be performed as the parts were not returned. Based on a review of the complaint, the likely cause of the uncommanded movement is due to an issue with the rotary switch. Likely causes for uncommanded motion can include wear and tear to the rotary switch. The rotary switch was not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: the complaint review identified the failing control and rotary switches were not original to the system therefore, the DHR was not reviewed. System product code: sdm-sys-6000-3d serial number: (B)(6) system manufacture date: 10/10/2016 system installation date: (B)(6)2016 unique device identified(B)(4).